Event description:
The customer reported that the system should not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The keyboard was replaced. The system was found to be working as intended and put back into service.